Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the patient's order discontinued. The technical service engineer instructed the customer to log in and assign the appropriate security group in the facility formulary for the medication to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a dispensing issue.the customer reported that they were unable to pull medications for the patients.there were no adverse events or injuries reported based on this event.